Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. . The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side, "I have been diagnosed with bia alcl" and "on and off swollen lymph nodes", the following events are not device related: "no energy, low moods, irritable bowel, suffering from psychological issues due to all of this, extreme fatigue, dry/sticky eyes, joint pain/aching", "anxiety", "nausea", "flu like symptoms". Healthcare professional later confirmed "the histopathology report for this patient which states that there is no evidence of lymphoma in either breast." The device remains implanted. It was later reported by a healthcare professional, histopathology report for this patient which states that there is no evidence of lymphoma in either breast.

Manufacturer narrative:
Reason for reoperation is lymphoma-alcl-suspected. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "I have been diagnosed with bia alcl". The device has been explanted.